Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 30 mg/dl due to the insulin pump not delivering any insulin. It was stated that the customer experienced chest pain, back pain, vomiting and dehydration prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.